Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing in unipolar and bipolar configuration that resulted in pacing inhibition. The patient was noted to have complete heart block and was noted to have a heart rate less than 40 beats per minute (bpm) and was admitted for symptomatic bradycardia. Additionally, noise was observed on the right atrial (ra) lead in bipolar configuration, however, once the lead was programmed to unipolar, no further noise was observed. An invasive procedure was performed. The pacemaker was explanted and replaced and the rv lead was surgically abandoned and replaced. The ra lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not confirm the reported clinical observations.